Manufacturer narrative:
Unit received with no button response due to flattened act keypad dome. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Keypad connector was found closed properly during visual inspection.

Event description:
The nurse of a customer called from a hospital and reported that the insulin pump did not alarm for high blood glucose. Customer's blood glucose value was 324mg/dl at the time of incident. Customer indicated that their blood glucose has been high and the infusion set and reservoir has been changed but their blood glucose has not gone down. Customer also indicated that the pump piston is very noisy. No further details given.